Manufacturer narrative:
An updated summary is being provided to modify statement related to troubleshooting. Troubleshooting included abbott customer service and support review of instrument logs, which showed the analyzer was performing as expected. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument service history, and a review of labeling. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Architect c16000 analyzer serial number (B)(4) service history identified no contributing factors on or around the date of the complaint. Labeling was reviewed and found to be adequate. Sample integrity and handling issues could not be ruled out as a possible contributing factor. The device evaluation was reassessed and concluded that a malfunction occurred; therefore the device was not performing as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. .

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in process.

Event description:
The customer observed a discrepant high glucose result for one patient generated using the architect c16000 analyzer. The following data was provided. Initial (unknown sid) tested on (B)(6) 2016: 25.05 mmol/l (450.9 mg/dl). After the initially elevated glucose result was observed, the patient was administered 2 pills of metformine (dosage not provided). Point of care method was used on (B)(6) 2016: 5.8 mmol/l (104.4 mg/dl). After this result was observed, the metformine dose was reduced to 1 pill (dosage not provided). Point of care method was used on (B)(6) 2016: 5.5 mmol/l (99.0 mg/dl). After this result was observed, the metformine dose was stopped. (B)(6) tested on (B)(6) 2016 using the architect c16000 analyzer 5.0 mmol/l (90.0 mg/dl). No harm to the patient was reported due to the administration of the unnecessary medication, metformine. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument service history, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Architect c16000 analyzer serial number (B)(4) service history identified no contributing factors on or around the date of the complaint. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified. Corrected data: patient initial value was corrected as 20.05 mmol/l (360.9 mg/dl) and was previously reported as 25.05 mmol/l (450.9 mg/dl). Additional information related to medication, metformine: after the initially elevated glucose result was observed, the patient was administered 2 pills of metformine (500 mg per dose). The patient had no other signs of hyperglycemia, such as polydipsia or polyuria. After the result on (B)(6) 2016 was observed, the metformine dose was reduced to 1 pill (500 mg per dose). After the result on (B)(6) 2016 was observed the metformine dose was stopped. No harm to the patient was reported due to the administration of the unnecessary medication, metformine.